Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached over 800 mg/dl while wearing the pod. Symptoms reported include hyperglycemia, dry mouth and disorientation. Once at the hospital the patients pod was removed. The patient was treated with an insulin drip, intravenous fluids and manual injections of insulin. The patient was prescribed manual insulin. The patient was released from the hospital after 1 - 2 days.